Event description:
Reportedly, on operating, fired by the device could not be removed from the rectum. The surgeon rotated the wingnut and only the instrument could be removed. Cut the anastomosed place additionally and the fragment reinforced with the hand sewing. Procedure: lower anterior resection.